Manufacturer narrative:
Intuitive surgical inc. (Isi) has not received the stapler associated with the customer-reported complaint. A review of the logs for the sureform 60 stapler associated with this event has been performed. Logs show pn 480460-09, ln k10230818-0440, was installed on the system 5x and fired 5 reloads (4 green, followed by 1 blue). On install 1, the first clamp was aborted by the user at ~49% completion. The next clamp was successful, and the firing was completed with 2-3 pauses for compression. On install 2, the first clamp was successful, and the firing was completed with 3-4 pauses for compression. On installs 3-5, the first clamp was successful, and the firings were completed with 1 pause, 1 pause, and no pauses for compression, respectively. The instrument was then removed and not used in the procedure again. There were no stapler related errors in the logs.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the sureform 60 stapler instrument moved after placing the staple line. The clinical sales representative (csr) said the stapler moved on the insertion axis a little bit after finishing the staple line on the first two staple lines. The site then used the same stapler for a few more staple lines with no issues. The procedure was completed with no reported injury.